Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, had station power failure and screen was black. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the screen was black. A field service engineer inspected the device and replaced the controllers for full-height cubie drawer 6. The drawer passed diagnostics and testing, confirming successful repair. The system functioned as intended after the field service engineer repaired the device. Additionally, the field service engineer (fse) confirmed with the customer that two stations were not communicating with the failed drawers. One station successfully recovered the drawers, while the other was found to have a loose network cable at the wall port. After the customer reconnected the cable, the station resumed communication, and the issue was resolved.